Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon broke apart inside- vagina foreign body in reproductive tract. When started to take out tampon broke apart inside complication of device removal tampon broke device breakage. Case narrative: consumer reported via phone that tampon broke while in vagina. No serious injury reported.